Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube, cracked reservoir tube window and cracked case near display window corners noted during visual inspection. A21 after battery change due to broken solder joint c13 on I/b. No unexpected battery out limit alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned multiple error alarms during basal. Customer also reported receiving a battery out limit each time she changed the insulin pump's battery. Blood glucose level was not provided. No further information was provided.